Event description:
The customer reported the system showed a by passible error message; however when the customer tried to bypass the error, the system lost its functionality. There is no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The cpu board was replaced during service. The hard drive was reformatted and the system software was reloaded. The system was tested and found to be working as intended and put back into service.